Event description:
During a pericardiocentesis procedure performed in the cath lab, the .038 j tip wire unraveled and stretched inside the 6f pigtail catheter. While the nurse was pulling back on the wire to engage the pigtail to view the location of the catheter, she felt "tension" on the wire and the wire "pulled back" to the catheter hub. On further examination the clinicians noticed that the wire was stretched. After removal of the catheter over the damaged wire, the wire was cut and an attempt made to place a dilator over the wire so access could be maintained. After cutting the wire, the wire further unravelled and the doctor had to finally pull the wire out, thus loosing access. Access was gained per a new needle stick, and a stand alone merit j wire was used to successfully place the pigtail catheter in the pericardial sac. The pt was sedated during this procedure. No harm or injury was reported.